Manufacturer narrative:
The investigation has been completed. Effect to patient cannot be confirmed through a log review or duplication testing. A functional test could not be performed due to usb pin damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the morning of 311 (mg/dl). The customer stated they were unsure of the cause of the elevated bg level. A bolus via the pump and a supply change were performed prior to contacting tandem technical support. The customer's blood glucose level had lowered to 280 (mg/dl) at the time of the report. System check with tandem technical support indicated the pump was performing as intended. Follow up with the customer confirmed their bg level had lowered to 106 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.